Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported "rupture". This record is for an unknown side. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d1, d2,d4, g4, h6.

Event description:
Patient reported unknown side "rupture" and ¿kept moving and encapsulating. Device has been explanted.